Event description:
A malfunction alarm with a code of malf 12 occurred, but no notable events were reported before the malfunction. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so there was no reported impact on blood glucose levels. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.